Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) lumbar 5 spondylolysis. 2) l3 -l4 vertebral endplate inflammation. 3) lumbar 3, 4, 5 sacral vertebral disc herniation on and underwent pedicle screw fixation. Intra-op, when the doctor was tightening the screw of the cross-link, it broke. The doctor heard the broken sound when he used a screw driver to lock, and felt the screw was no longer rotating. Product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examinations were performed. The tip of one of the cross-link locking screws has fractured. A microscopic review of the fracture face gives an indication that there was a side load placed on the tip of the screw causing it to fracture as the screw was tightened. If information is provided in the future, a supplemental report will be issued.